Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests that there may be potential for malfunction of varian devices which utilize these sheet metal components. Though still under investigation, varian has determined that an MDR is appropriate as this potential for malfunction, should it occur in a varian device, could potentially cause serious injury.

Event description:
During test in the varian manufacturing assembly area, intermittent arcing on a modulator (a device component) was observed. The sheet metal components used were found to have a gold anodized plating, however, the brackets and sheet metal components are specified to have a gold alodine plating. Anodize is nonconductive which will prevent proper grounding/electrical connection. This could potentially lead to an electrical hazard.